Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "periprothesic liquid, periprothesic seroma and skin and subcutaneous tissue post proteic seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, fever, mastodinia, suspect of mastitis, periprosthetic liquid, sero hematoma, suspect of cancer , mastitis, capsular contracture, [baker grade unknown] periprosthetic seroma, chronic inflammation and collagenized, maltalgia, mammary induration, edema, skin and subcutaneous tissue post proteic seroma."

Event description:
Patient reported " pain, fever, mastodinia, suspect of mastitis, periprosthetic liquid, sero hematoma, suspect of cancer , mastitis, capsular contracture, [baker grade unknown] periprosthetic seroma, chronic inflammation and collagenized, maltalgia, mammary induration, edema, skin and subcutaneous tissue post proteic seroma." Patient representative also reported "drop in blood pressure¿ and ¿patient under post traumatic psychological treatment;" these events are not related to the device. Device has been explanted. This relates to the right side.